Event description:
It was reported that on (B)(6)2020 , the package was found broken during inspection.

Manufacturer narrative:
Qn#(B)(4). During the visual inspection, the damaged package was observed. The dimensional and functional inspection was not required as part of this complaint investigation. The device history review for the product visistat 35w 6/box lot# 73f2100954 investigation did not show issues related to the complaint. The sample received of p/n 528235, visistat 35w 6/box, batch 73f2100954 for "packaging damage". In conclusion, during the visual inspection, the damaged package was observed, based on the samples received, the failure mode reported as "packaging damage" can be confirmed, however, this type of defect is not related to the manufacturing process; this defect is related to bad transportation.